Manufacturer narrative:
A maquet field service technician removed the unit for service. The reported alarm was confirmed. The battery pack was replaced. A supplemental medwatch will be sent if additional information becomes available. (B)(4).

Event description:
It was reported that on friday evening, (B)(6) 2014, the customer received error btemp and the pump stopped. The customer replaced the rotaflow with a back-up unit serial number (B)(4) and was unable to establish flow. Customer put initial rotaflow serial number (B)(4) back on the patient. The problem re-occurred once on (B)(6) 2014. Each time, power was cycled and error was cleared. Around 11:40 am on (B)(6) 2014, alarm re-occurred. Customer swapped out rotaflow with another back up unit. No adverse effect on patient. Medwatch report # 8010762-2014-01233; imp# (B)(4), report # 8010762-2014-01235; imp# (B)(4); report # 8010762-2014-01071; imp# (B)(4) and report #8010762-2014-01065; imp# (B)(4). This report is for device 1 of 2 and event 2 of 4.